Manufacturer narrative:
The p-cap / reservoir locked properly during testing. Device received with operating currents within spec. Device passed functional testing including the self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. No over delivery anomaly noted. Device received with cracked case on the back at the battery tube area. Device received with faded serial number label. Device received with minor scratched display window, case and keypad overlay. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicates that the customer alleges issues with their insulin pump over delivering insulin. The customer stated that they had high and low blood glucose levels of 90 mg/dl. The customer's blood glucose level during the time of the call was 21 mg/dl. The customer mentioned that they had symptoms of cold sweats but was treated with food. The customer stated that they were using the auto mode feature. The customer believes that they insulin pump over delivered insulin because of their cold sweats. The customer mentioned that the insulin pump was not malfunctioning and that the reservoir locks in to place.